Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear (lot # cl14081) was selected for use. Saline pressure bag was used for the irrigation of the faradrive sheath with a flow rate of 150ml per second. The sheath was prepared without issue. When the sheath (lot # cl14081) was inserted into the patient, several amounts of air bubbles were aspirated. A pin hole sized crack was noticed in the flush port. No air was noted in the patient. Another faradrive sheath (lot # cl13552) was taken. Upon initial inspection, the side port was noted to have been split open. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Visual inspection of the selected sheath confirmed the flush luer damaged by the stopcock and identified a kink near the distal tip of the shaft. Evaluation of the sheath revealed successful engagement of the deflection mechanism, as the device was able to achieve and maintain deflection. Microscopic imaging shows the condition of the flush luer, with the tear appearing to have been caused by a twisting motion, as the damage stretches in a spiral pattern. Analysis of the returned sheath confirmed flush luer to be damaged by the stopcock. The condition of the flush luer would have compromised the sheath's ability to maintain pressure and contain fluid within the sheath, allowing potential air ingression or fluid leakage. Visual inspection of the returned sheath found a kink near the distal tip of the shaft. The condition of the shaft was not mentioned in the complaint summary, indicating this defect must have occurred after the event and may have been caused by handling during storage or transport.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear (lot # cl14081) was selected for use. Saline pressure bag was used for the irrigation of the faradrive sheath with a flow rate of 150ml per second. The sheath was prepared without issue. When the sheath (lot # cl14081) was inserted into the patient, several amounts of air bubbles were aspirated. A pin hole sized crack was noticed in the flush port. No air was noted in the patient. Another faradrive sheath (lot # cl13552) was taken. Upon initial inspection, the side port was noted to have been split open. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.